Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 400 mg/dl. The dexcom readings were 282mg/dl and 400 mg/dl. Customer latter checked blood glucose level and it was 390 mg/dl. The current blood glucose level of customer was 264 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced any symptom at the time of high blood glucose level. The auto mode feature was not active at time of incident. Customer was treated with insulin pump for high blood glucose level. Customer was assisted in correcting their fill cannula. Customer did not recall receiving suspend on low or suspend before low or threshold suspend or low suspend since high blood glucose began. The insulin pump will not be returned for analysis.